Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis fond the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
It was reported that the epg (external pulse generator) powered off when connected to a patient. The device was replaced. There was no patient injury as a result of this event.